Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 13mar2019, our affiliate in (B)(6) received a call from a patient (pt) who reported presenting to an eye care professional (ecp) and was diagnosed with bacterial conjunctivitis in both eyes (ou) while wearing 1-day acuvue® define¿ with lacreon® brand contact lenses. Pt reported the event has been on-going since (B)(6) 2018. Pt reported experiencing vision loss in the right eye (od). Pt also reported having a retinal detachment but did not advise which eye was affected. On 18mar2019, pt reported the vision loss and retinal detachment was only in the od. Pt also reports a vision decrease in the os and can¿t read words. On 26mar2019 additional medical records received indicate the following: visit date: (B)(6) 2018: discomfort ou eyes, two weeks. Exam: injection ¿unreadable¿ information; unreadable: od: 5; os: 8, ¿unreadable¿ information - sodium hyaluronate eye drops. Visit date: (B)(6) 2018: ¿0.03#0.6 v 0.1#0.7¿, eyes were in pain for more than 1 month, od is more serious; conjunctiva ou: clear; anterior chamber: negative; both corneas clear; anterior segment: negative; unreadable information. Hospital visit ¿ comprehensive review on dry eye disease; no date of visit provided, central tear meniscus od: height: 0.19 mm; os: height: 0.15 mm; tear break-up time od: initial tear break-up time: 3.44 s; tear break-up time os: initial tear break-up time:4.72 s. Pt reports a vision decrease ou, but this has not been confirmed with the receipt of the pt¿s medical records. Pt reported the suspect lenses were discarded and the lot number is not available. No further investigation can be conducted at this time. Multiple attempts were made for additional information. No additional information has been received. This report is for the pt¿s os event. The event for the pts od event will be submitted in a separate report. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.